Manufacturer narrative:
(B)(4). Batch # r5a64j. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5a64j. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the anastomosis site was cut and re-anastomosis was performed by competitive circular stapler. The patient is stable.

Event description:
It was reported that during an open total gastrectomy, the staples were wholly unformed when the device was used between the esophagus and the stomach. The gap setting scale marked 1.8mm. There was a feedback as usual when the device was fired. Another competitive device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the procedure, it was found that there was a possibility that the washer was uncut.